Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was in the emergency room (ER) and they suspected there was a problem with the pump. The caller stated that the patient suddenly became septic and had increased tone. The caller requested that a device manufacturer representative interrogate the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated that the cause of the patient's sepsis and increased tone was due to a urinary tract infection (uti). It was reported that the uti and sepsis was caused by the patient's suprapubic catheter and was treated with antibiotics. It was noted that the patient was in a nursing home and was last seen for pump follow up on 2014 (B)(6). No further complications have been reported as a result of this event. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***